Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The wds was advanced in the sheath. The closure device was in the ball position, preparing to deploy when the physician observed that the core wire had come off. The closure device had not been deployed and was still in delivery sheath. The physician was able to rethread the core wire back on and remove from the patient with no complications. A new 31mm watchman flx pro was used to complete the procedure.